Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood on 14 october, 2018. Customer¿s blood glucose was in the 26 mg/dl at the time of incident. Customer¿s current blood glucose level was 256 mg/dl. Customer stated that the buttons were not sticking and hard to press. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime anomaly noted. Device had intermittent button response on the express bolus, esc and act buttons due to flattened dome switches (no crease). Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.